Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that it was found that there were multiple iab disconnect alarms, iab restrictions, and multiple gas loss alarms, all the alarms are indicative of clinical issues. The fse told the customer to refer to the instructions for use manual or the help button on the screen. No issue was found. The unit passed all functional and safety checks and was returned to normal use.

Event description:
It was reported during use that cardiosave intra aortic balloon pump (iabp) had helium related malfunction. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.